Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The part returned was reviewed and it was found that the plate fractured around two of the screw holes. There is some dislocation throughout the plate consistent with the device being implanted for some time. The threaded holes present where the fracture occurred were viewed under a digital microscope and it was seen that the threads had anodization worn off and some minor thread deformation indicating that a screw was successfully placed into the hole. There are no visual signs present that would indicate a manufacturing defect. No functional testing can be performed as the plate is fractured. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Investigation results concluded that the reported event was due to the plate experiencing excessive force after implantation. This force could have come from a number of sources including a high bmi, increased activity, or patient anatomy changing over time. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Manufacturer narrative:
The screw part numbers are unknown at this time. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It is reported the patient had a valve replacement procedure on an unknown date. The patient was working and felt something strange. The patient went to the surgeon and it was discovered the plate had broken. A revision surgery was performed on an unknown date to remove the devices; the patient was healed so nothing was used to replace the explanted devices.